Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced a power on reset (por). The therapy had shut off and reset to shipping parameters. Patient reported being beyond upset because they had a procedure the day of the report on their back called radio-frequency ablation for unrelated problems. Patient stated they had turned the device off for the procedure. Patient stated when they got home the implant wouldn't turn on because it was showing a warning por. Patient stated they thought that the people that did the procedure must have done something wrong to cause the por. Patient was upset and stated they were basically screwed for a couple days until they got the therapy turned back on. Patient stated they had spoken with their healthcare provider about the issue and would call the office to request a manufacturer representative to come in and clear the message. It was reported the patient was without therapy at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported that after the epidural and fluoro procedure on (B)(6) 2018 the patient was unable to turn the ins back on. No further complications reported/anticipated.